Event description:
It was reported that the high voltage lead impedance was greater than the upper limit on the right ventricular (rv) lead. There was no effect on device function and no intervention was planned. The physician chose to monitor the rv lead. There were no patient consequences.